Event description:
Boston scientific received information that this right ventricular (rv) lead oversensed noise resulting in inappropriate shocks due to lead fracture. The lead was explanted however will not be returned for analysis. No adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.